Manufacturer narrative:
H6: investigation summary a 2420-0004 sample was not available for investigation; however, the customer indicated the complaint sample is from lot 22055751. The feedback provided by the customer suggests the pumping segment breaks upon insertion into the pump; no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055751 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: it was reported that the tubing to top end of pump segment popped off whilst infusion being administered.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: it was reported that the tubing to top end of pump segment popped off whilst infusion being administered.